Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that insulin pump had critical pump error alarm and insulin pump stop delivery and not working properly. Customer's blood glucose level was 151 mg/dl. Customer stated that insulin pump had open book image on the screen. Customer also stated the insulin pump had crack on the back of the pump. Customer was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.